Event description:
The hospital reported that during a procedure, an endoloop was successfully placed around the base of a large polyp and then tightened for hemostatic purposes. The hospital further reported that they were using a side-viewing endoscope for this procedure. However, the cool end of the endoloop could not be released from the delivery tool despite repeated attempts. The external handle of the tool was then cut off and the endoscope was removed. A second endoscope was placed and an endoscopic suture scissor was introduced to the site to cut the loop, but it did not work due to the sturdiness of the endoloop. Next, the probe of an argon beam coagulator was deployed to the site and the loop was cut using short burst of energy. The polypectomy was then successfully completed, but the patient has been admitted in the hospital for observation. The patient has developed complications including bile peritonitis, thus required follow-up exploratory laparatomy.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. The hospital stated that the device has been discarded following the procedure. Therefore, no conclusion can be drawn at this time. However, it is noted that the endoloop is not labeled for use with side viewing endoscope. The cause of the user's experience cannot be determined. This report is being filed as an MDR due to an excess of caution.